Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump won't recognizee the sensor. The customer's blood glucose at the time of event was 36 mg/dl, which was treated with food. Troubleshooting was initiated for the multiple lost sensor alert events. The customer was unable to get the sensor to communicate with the pump, and was advised to monitor the device and call back if the lost sensor issues reoccur. No products were shipped or returned.